Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was located in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2018 with the following findings: a visual inspection of the pump revealed evidence of moisture corrosion in the battery canister. A leak test failed due a battery compartment leak. There was a crack in the battery compartment from the threads to the case seal. The returned battery cap was undamaged and able to fit securely. The pump¿s cover was removed and moisture corrosion was found on the power printed circuit board and cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.